Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2026, hardware was removed and replaced during a revision surgery on (B)(6) 2026 due to nonunion. The patient also experienced a post-op acquired infection of the surgical site which was resolved prior to the revision surgery. Additional information indicates the nonunion was a result of the patient's non-compliance and poor bone quality. No deficiencies or malfunctions were alleged/found with any tmc device, and no other patient outcomes were reported as a result of this event. No devices were returned for evaluation. The device history records for kits utilized during surgery were reviewed and no issues were identified during the manufacture or release of the kits that could have contributed to what was reported. Based on the available information, the most likely cause is patient non-compliance and poor bone quality. No facts suggest a causal relationship associated with the use, implantation, or explantation of a tmc device, nor any other contributions to the event. There were no deficiencies or malfunctions alleged/found with any tmc device, nor were there any reported issues with placement of the device. The company will supplement this MDR as necessary and appropriate. Additional tmc device explanted in the same revision surgery was reported in MDR 3011623994-2026-00139.

Event description:
It was reported that after an initial bunion surgery on (B)(6) 2026, hardware was removed and replaced during a revision surgery on (B)(6) 2026 due to nonunion. The patient also experienced a post-op acquired infection of the surgical site which was resolved prior to the revision surgery. No deficiencies or malfunctions were alleged/found with any tmc device, and no other patient outcomes were reported as a result of this event.